Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she had battery replaced on (B)(6) 2016 but she ended up in the emergency room(ER) and in hospital for 10 days. Patient reported she aspirated on the table during the surgery but no one told her about it. It was indicated that when they released her to go home that afternoon she had seizure and fever shot up to 104 degrees. Her husband took her to the emergency room and she ended up in the hospital ICU for 10 days. The issue was resolved and she had been home for a week now.

Event description:
Follow-up with the patient's healthcare provider (hcp) determined that the patient has a past history of diabetes, hypercholesterolemia, and hypertension, but no history of seizures. The cause of the patient's fever and seizure is unknown at the time of this report. It was confirmed by the hcp that the patient's ins had dies and during the subsequent battery change the patient aspirated gastric juices which then lead to chemical pneumonitis and right lower lobe pneumonia. These conditions resulted in the patient being hospitalized. The hcp reported that at this time the patient is improving, however she is still somewhat oxygen dependent due to the chemical pneumonitis and the persistent infiltrate over the right side. The hcp indicated that the patient had undergone ins reprogramming and was getting good sensation on a monopolar setting at 1.0. The hcp also indicated that he anticipates the patient's chemical pneumonitis will continue to improve. Patient's status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.